Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium heparin an unspecified number of devices experienced glass breakage during centrifugation. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D4. Medical device lot#: unknown. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for investigation. The device history records could not be reviewed as the lot number is unknown. This complaint has not been confirmed for the indicated failure mode: glass breakage during centrifugation. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium heparin an unspecified number of devices experienced glass breakage during centrifugation. No adverse impact was reported regarding the patient or user.